Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
New information received on 19 aug 2019 indicating that the patient presented on (B)(6) 2019 for replacement procedure. The device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested, but not yet available.

Event description:
It was reported that the patient presented in clinic for follow up. The patient¿s implantable cardioverter defibrillator could not be interrogated. Previous follow up indicated that the patient¿s device had 6.4 years of battery life remaining. Explant procedure was discussed. No intervention was performed. The patient was discharged.